Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified distal of the right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation but could not pass through the lesion. However, during the procedure, it was noticed that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported. The patient was fine post-procedure.